Event description:
It was reported that the u2 drill was heating up during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection that the device continued to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported events of the device heating up and having run-on were confirmed. The device had a damaged motor with a delaminated flex assembly and damaged bearings. Damage to the bearings can cause the device to heat up due to rotor rub. A damaged motor can cause the device to run on due to intermittent electrical contact as well as magnetic leakage from the motor to the hall sensor.

Event description:
It was reported that the u2 drill was heating up during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection that the device continued to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.